Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that when the evis exera ii xenon light source is on it becomes dim and displays spare bulb.. It was also reported that the bulb was dim. Customer states that the light hours says "0" and they use aftermarket bulbs. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that there was a failure of the lamps in the aftermarket being used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.